Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure, the device misfire and none formed staples. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # p5687j. Per photographic evaluation: three pictures were provided; the pictures received are in black and white, a cut can be appreciated, no malformed staples can be identified. Based on the picture alone no conclusion could be reached on how the reported event occurred. Please refer to the device analysis for full analysis details and conclusion. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch expiration: 03/12/2022 the analysis results found that the ats45 device was received with no apparent damage and with a reload loaded on the device. The reload was received fully loaded with staples. In addition, cartridge b, tr45w, was received, fully fired, lockout normal. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.